Manufacturer narrative:
The device remains implanted and is not available for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Medtronic received information that three years and three months post implant of this bioprosthetic valve, it was replaced valve-in-valve due to aortic stenosis and calcification. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.